Manufacturer narrative:
Received one device. It was stated that there was a high flow rate error. However, the reported issue was not replicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a high flow rate error. This occurred during infusion at patient's home. There was a patient involvement, but no patient harm or adverse event reported.